Manufacturer narrative:
E1: patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-apr-2024, it was reported that the ithe patient experienced high blood glucose due to leakage of infusion sets at site and the patient was treated with bolus for high bg. No further information available.